Manufacturer narrative:
Similar complaints have been recorded for us 751 within the past year. Unable to review DHR and retention samples without lot code information. Product was returned for review, the brown staining appears in a spiral pattern with varying levels of saturation. This is inconsistent with indicator ink, either printed or sprayed. Potential root cause, staining is either influences or caused by the pressurized steam in the sterilizer vessel staining the exposed filter during a vacuum or exhaust phase. Complaint will be closed as not confirmed, not a manufacturing defect. No further action will be taken at this time.

Event description:
Customer has concern about brown staining on filters. This incident occurred on (B)(6) 2026 and caused a delay to a case. Approximately (3) filters showed the brown stains.